Manufacturer narrative:
H3, h6: the frame, lot number: 190917, was returned to the manufacturer for analysis. There was no apparent damage to the cable of the returned frame, as was reported, but the frame had no tracking when connected to a known good system. No led's were firing and the frame did not display a lighted status on the tool interface unit (tiu) indicating a likely open in the cable. Codes b01, c02 and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the cable coating of the instrument was peeling. There was no patient involvement. It was reported that the cause of the peeling was unknown.